Event description:
Patient had a history of very poor IV access and she has had multiple port-a-cath placements for frequent blood draws and IV fluids. The surgical plan was to excise the bilateral fatty soft tissue masses to allow for a new port to be placed in the future, if needed, and to remove the indwelling left port on the left side. Years prior, she had a port-a-cath removed on her right side and when the fatty soft tissue mass was being removed on the right side, a catheter lock from the port-a-cath, was discovered. Manufacturer response for port- a-cath, port a cath (per site reporter): previously reported to them on another bard power port. Also, the port-a-cath is described by bard as only having two primary components: an injection port with a self-sealing silicone septum and a radiopaque catheter. There is no mention of the catheter lock. They were appreciative of this information and concern that the catheter lock is not mentioned as being a primary component.